Event description:
It was reported the devices were used during a laparoscopic cholecystectomy procedure. It was reported the surgeon attempted to activate the 355ld by pushing the red button forward. After pushing this button forward it would not lock in place. After several attempts to reset, a second 355ld was opened and the same difficulty was encountered. A third 355ld was opened and the same difficulty occurred. A fourth 355ld was opened and it worked fine. There was no consequence to the pt.

Manufacturer narrative:
Device-a product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, abc)conforming; desufflation lever condition, abc)conforming; inner gasket condition, abc)conforming; latch condition, abc)conforming; obturator condition, abc)conforming; outer gasket condition, abc)conforming; rest button condition, abc)conforming; sleeve condition, abc)conforming; stopcock condition, abc)conforming and trocar condition, abc)conforming. Functional tests & results: does safety shield retract, abc)conforming; flapper door functional, abc)conforming and lockout functional, abc)conforming. Analysis conclusion: based upon inquiry info received, visual examination and functional test, it was confirmed that reported reset button "would not lock in place". Three instruments were received. Devices were examined and would not arm as received. Obturator handle welds were measured and found to be skewed. Obturator handle is welded during assembly process.